Manufacturer narrative:
This report is submitted july 27, 2018.

Event description:
Per the clinic, the patient developed an infection, unrelated to the device, and subsequently the device was explanted on (B)(6) 2018 to treat the infection. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.